Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient having issues with the vision. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was patient vision issues.

Manufacturer narrative:
The product was returned for analysis. Intra ocular lens (iol) returned in 3 segments in an non-company sealed pouch. Both iol segments attached to pouch with labels. Solution is dried on the iol. One haptic is broken/torn and is returned, the other haptic is intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. No other observations. The reporter stated that the "clinical reason for explant is patient did not like vision". The file shows the lens model 5.185 toric iol was replaced with a lens model 5.185 toric iol. The root cause for the reported complaint could not be determined. The exchange to a company model lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).